Event description:
A customer reported receiving unspecified high readings on their freestyle blood glucose monitor. She then reported feeling dizzy, lightheaded, and sweaty. She then reported experiencing a loss of consciousness. Paramedics were called, and an IV treatment was administered in order to stabilize glucose levels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.